Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's right hip was revised due to loosening of the femoral stem. An accolade c stem, femoral head, and liner were revised to competitor femoral components with an mdm metal liner and adm/ mdm insert. Rep confirmed there were no allegations against the revised head and liner.